Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) caucasian female patient underwent breast reconstruction revision with a 450cc mentor memory gel breast implant on (B)(6) 2006. An MRI confirmed left side capsule tear that is causing the patient left breast pain and discomfort. The patient reported that this feeling began after a physical therapy session for her spine. The patient reported that the implant is not ruptured, but that the tear in the capsule surrounding the implant can cause device rupture, and that the surgeon advised her to do a revision. The date of revision is still pending.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).